Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the machine is not switching on; no power condition. No patient involvement was reported.

Manufacturer narrative:
Updated.

Event description:
The device will power on however the display is blank. No patient involvement was reported.